Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates, customer reported unexplained no delivery alarms requiring set change. No harm requiring medical intervention is reported. Troubleshooting were declined. No device will be returned for analysis.